Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 57 mg/dl on waking up this morning , with sweating and weakness, unsteadiness when standing. Bg went back up after eating breakfast. During troubleshooting, customer support found that there was moisture behind the display screen and all buttons on the keypad were unresponsive. This complaint is being reported as the patient experienced hypoglycemia and the keypad issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.